Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a missing sensor wire upon removal of the senor pod. The sensor was inserted into the leg on (B)(6) 2016. Date of issue and insertion are approximations. On (B)(6) 2016, the patient's mother took the patient to their pediatric endocrinologist. The patient had their sensor insertion site reviewed and there was nothing found. Patient did not have any pain or discomfort. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.